Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A delivery wire, coil, and a non bsc catheter were returned. The coil was returned within the non bsc catheter. The delivery wire was visually inspected which revealed a kink near the interlocking arm. X-ray analysis confirmed the coil was stuck within the non bsc catheter and the interlocking arm of main coil was broken and missing. A microscopic examination of the zap tip of the delivery wire found the surface to be smooth. The interlocking arm of the delivery wire was inspected and no anomalies were noted. The delivery wire dimensions were found to be in specification. The coil dimensions could not be measured as the coil was stuck within the incompatible catheter used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used. (B)(4).

Event description:
Reportable based on device analysis completed on 15-nov-2016. It was reported that resistance was encountered within the catheter. A 4mm x 6cm interlock¿-35 was selected for embolization of the left inferior epigastric artery. During procedure, three interlock coils were delivered; however, the last coil encountered resistance within the catheter and could not be released adequately. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm of the main coil was missing.